Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Image review: attached to the file an image of the label from the packaging was provided showing the rpn echo-hd-22-ebus-p-c but the lot number is not visible. Lab evaluation: the devices involved in this complaint were not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting as the device was not returned. However, it is possible that the difficulty experienced advancing the needle may have been due to the presence of the notch in the procore needles. From the information provided the user had difficulty penetrating the target site. The procore needles may not advance as easily as the ultra devices as the notch could possibly catch on the sheath and cause resistance advancing the needle out of the sheath if the anatomy was difficult to puncture. As the ultra needles do not have this cut out section it could possibly explain why they would advance more easily if the anatomy was difficult to penetrate it could have caused a slight bend in the needle at the time of attempting to puncture which could have led to the notch becoming caught on the sheath. Documents review: as the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: " for an unknown procedure the echotip procore endobronchial hd biopsy needle was used. While passing through the scope, pentax ebus ultrasound scope, and into the brachial/ lung the physician was having difficulty pushing the needle out of the sheath. It seems as if the tip of the needle gets caught on the inner lumen of the sheath. The physician pulled the needle back out of the patient and scope and used the ebus-22 needle to complete the procedure. There was no harm to the patient nor the scope. "